Event description:
It was reported that sterile water was difficult to inject and remove. When sterile water was injected into the foley catheter during a pretest, it felt heavier than the usual product and was difficult to inject. It was also difficult to remove the water from the balloon.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml of solution successfully using returned syringe and without issue. The catheter rested with no leaks noted. Deflated balloon passively in under 1 minute with no cuffing or leaks noted. Also received 4 photo samples. First photo sample shows top overview of catheter with used syringe. Second photo sample zooms in on inflation valve with tamper evident seal on valve and inflation cap. Third photo sample shows top view of inflation cap with no obstructions present blocking that path way of the inflation valve. Fourth photo sample shows side profile of tip of syringe. Therefore, product meets specifications. No root cause could be found because the reported event was unconfirmed. The device history record review and the labeling review are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was difficult to inject and remove. When sterile water was injected into the foley catheter during a pretest, it felt heavier than the usual product and was difficult to inject. It was also difficult to remove the water from the balloon.